Event description:
MDR decision date: (B)(6) 2012 - no serious injury alleged. Malfunction alleged. Provider states casters are splitting in the center; patient is within weight capacity. Product was put out on patient in (B)(6) 2012. MDR filed.